Manufacturer narrative:
The reported events were lead could not be fixed in the ventricle and helix mechanism issue were confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was extended clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be retracted and extended. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. X-ray, visual and electrical tests were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead was unable to be extended and retracted. The rv lead was not used and replaced during procedure on (B)(6) 2023. The patient was stable.